Event description:
It was reported that the user deployed the infusion set incorrectly by inserting it with the needle guard in place, resulting in the pump being off and a transition to multiple daily injections; the user was on high-dose steroids and experienced elevated blood glucose. Symptoms included hyperglycemia. Outcomes included user-managed therapy change without medical intervention. Investigation included user interview and troubleshooting and education on proper infusion set insertion and device use. Investigation of this case revealed user error related to infusion set deployment. It was concluded that the event resulted from incorrect infusion set insertion, and replacement infusion sets were provided along with education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.